Event description:
The surgeon reports that approx two years after implantation of an akreos (B)(4) iol, the lens appears cloudy. Add'l info has been requested.

Manufacturer narrative:
No product info (such as product code, lot number, or serial number) was provided. In addition, the lens was not returned to bausch + lomb for evaluation. Therefore, an investigation could not be performed.